Event description:
It was reported that the patient was admitted to the hospital after not feeling well. Upon device interrogation, a loss of capture as well as a decrease in sensing and impedance was observed on the atrial lead. It was determined that the lead had dislodged. The lead was successfully explanted and replaced. The patient was doing well following the procedure and would continue to be monitored.

Manufacturer narrative:
(B)(4).